Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that "mucus" was found on the bd plastipak¿ concentric luer lock syringe plunger when removing it from the packaging. The following information was provided by the initial reporter: "when the customer took the syringe out of the package and wanted to use it, she noticed some mucus on the rubber on the plunger. So she did not use the syringe. The syringe was still empty, unused."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/25/2021. D.4. Medical device lot #: 2007097. D.4. Medical device expiration date: 6/30/2025. H.4. Device manufacture date: 7/23/2020. H.6. Investigation: two samples were provided to our quality team for investigation. Upon visual inspection, no signs of excess silicone or other foreign material can be observed inside the syringes. A device history review was performed for reported lot 2007097, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2007097 and found to be within specification. Testing was performed on the returned samples, results verified amount of silicone was with the required limits. Based on the investigation results, no manufacturing related defects could be identified, therefore, a cause for the reported incident could not be determined.

Event description:
It was reported that "mucus" was found on the bd plastipak¿ concentric luer lock syringe plunger when removing it from the packaging. The following information was provided by the initial reporter: "when the customer took the syringe out of the package and wanted to use it, she noticed some mucus on the rubber on the plunger. So she did not use the syringe. The syringe was still empty, unused."